Manufacturer narrative:
Investigation summary: twenty representative samples were returned for the investigation of this complaint. Ten of them were from batch # 5236231 and 10 of them were from batch # 5111141. All samples were subjected to vision inspection on the catheter. No visible drops of fluid on the external surface of the catheter. The 20 representative samples were subjected to visual inspection and no visible drops of fluid on the external surface of the catheter. A review of the device history records revealed no irregularities during the manufacture of the reported lot numbers 5236231 and 5111141. The manufacturing process was reviewed and there is no change in the siliconization process comparing to earlier batch # 4114087 and batch# 4056283. Process parameters are within the validated setting. The non-conformance of this complaint could not be determined as all the samples pass the vision inspection of catheter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Two potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 5111141p41. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 5236231p41. Medical device expiration date: unknown. Device manufacture date: unknown. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the u.s. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ¿subvisible¿ particles were found on a bd venflon¿ pro safety peripheral safety IV catheter with injection valve during use. There was no report of injury or medical intervention.